Event description:
On (B)(6) 2009, the pt reported that, while changing the insulin cartridge of her infusion device, she accidentally pulled the cartridge out and insulin spilled into the cartridge chamber. She stated, the chamber appears to be dry and no insulin poured out. She was able to detach the plunger from the piston rod prior to the report. The pt was educated on the proper procedure to change the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.